Manufacturer narrative:
Report of edwards mitral bioprosthetic valve stenosis due to calcification; valve was replaced with another prosthetic valve noted to be working well. The explanted device was not returned for evaluation despite multiple attempts with the healthcare provider. Although the reported calcification cannot be physically confirmed; calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case the patient is noted to have a history of renal cancer in addition to dyslipidemia and hypothyroidism; any of which may have contributed to this event. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was learned that this bioprosthetic valve, implanted approximately twelve (12) years, was explanted due calcification. The explanted device was replaced with a model 7300tfx 27 mm; patient's new prothetic implant is noted to be working well. Multiple unsuccessful attempts have been made to retrieve the explanted device. Review of documentation provided by health care provider indicates "the heterograft is calcified throughout the leaflet structure. The ascending aorta had moderately severe atherosclerosis."